Manufacturer narrative:
The drift issue was isolated by the service field engineer to the roll cylinder and the flow control valves. They were replaced, the hydraulic system was flushed and bled of any air, and two 8-hour drift tests were conducted to verify proper function of the table.

Event description:
The customer stated that the ort100 table exhibited roll drift issues. It was later discovered that a patient had been involved in the incident when the drift in the roll cylinder was observed. The table was re-leveled by or staff and the procedure was completed successfully. There was no patient injury.